Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased total bilirubin results generated from alinity c processing module which questioned by the pediatric department for one pediatric patient. The results provided were: sid: (B)(6) initial= 44.1612 umol/l /redrawn and repeated sid: (B)(6) = 247.431 umol/l there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review for alinity c total bilirubin reagent lot number 64652uq07. The ticket search determined that there is as expected complaint activity for the likely cause lot. The trending report review determined that there are no trends for the product for the complaint issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the likely cause lot(s) and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity c total bilirubin reagent, lot number 64652uq07.

Event description:
The customer observed falsely decreased total bilirubin results generated from alinity c processing module which questioned by the pediatric department for one pediatric patient. The results provided were:sid (B)(6) initial= 44.1612 umol/l /redrawn and repeated sid (B)(6) = 247.431 umol/l there was no reported impact to patient management.